Manufacturer narrative:
Date of event: estimated as the event dates of the tee's are unknown. Implant date: estimated as the implant date is unknown.

Event description:
It was reported that a thrombosis and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45 day follow up, 3 month follow up, and 6 month follow up, thrombus was noted on the closure device. It was then reported that the patient had a stroke. The patient was then placed back on a coumadin medication regimen. No additional information is known at this time.